Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 286 mg/dl. Customer called several times regarding same issue and reported of trying all remedies. Customer was advised that insulin pump would need to be replaced. Customer removed site and found that cannula was kinked. Customer was advised that infusion sets would also be replaced.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.